Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Power up process, occlusion and visual tests were performed. The customer's stated problem was not confirmed. No device problem was found. The pump able to recognize the syringe with standard configuration ID installed. There was no known cause of the reported issue. The pump was cleaned, greased and calibrated but no repair was done.

Event description:
It was reported that there was an error reading invalid syringe 5 message. The event occurred during testing and preventive maintenance. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.